Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration,malposition of essure device/perforation') and menorrhagia ('(menorrhagia') in an adult female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), alopecia ("hair loss"), migraine ("migraines,"), headache ("headaches,") and dysgeusia ("acidic oral") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral). And ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and psychological trauma outcome was unknown and the menorrhagia, autoimmune disorder, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, hypersensitivity, alopecia, hormone level abnormal, migraine, headache, weight increased and dysgeusia had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2012. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical records received: new reporter, lot number, expiration date added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration,malposition of essure device/perforation') and menorrhagia ('(menorrhagia') in an adult female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), alopecia ("hair loss"), migraine ("migraines,"), headache ("headaches,") and dysgeusia ("acidic oral") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral). And ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and psychological trauma outcome was unknown and the menorrhagia, autoimmune disorder, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, hypersensitivity, alopecia, hormone level abnormal, migraine, headache, weight increased and dysgeusia had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2012. Lot number:948836 manufacturing date: 2012-02 expiration date:2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration,malposition of essure device/perforation'), menorrhagia ('(menorrhagia') and autoimmune disorder ('autoimmune') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), alopecia ("hair loss"), migraine ("migraines,"), headache ("headaches,") and dysgeusia ("acidic oral") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral). And ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and psychological trauma outcome was unknown and the menorrhagia, autoimmune disorder, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, hypersensitivity, alopecia, hormone level abnormal, migraine, headache, weight increased and dysgeusia had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added: apareunia, dysmenorrhea, dyspareunia, pelvic/abdominal, menorrhagia, allergy, psych injury, migration, perforation, hair loss, hormonal changes, migraines, headaches, weight gain, acidic oral, plaintiff did not undergo confirmation test, autoimmune. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.